Manufacturer narrative:
Evaluation result and component code grid updated.

Event description:
It was reported to philips that the power supply connector is broken. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.